Event description:
The customer reported that the swab broke when attempting to collect a patient sample. No patient harm, injury or adverse health consequences reported.

Manufacturer narrative:
Note: lumiradx inc. Purchase steripack sterile polyester spun swabs for sale/distribution to customers for use in patient sample collection, for testing with lumiradx products. Lumiradx received a report from a customer on 09-mar-2023, identifying that a steripack sterile polyester spun swab broke when attempting to collect a nasal sample from a patient. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event. Event details were reported to the swab manufacturer for investigation. The receipt of any new information pertaining to this event will be submitted in a follow-up report.